Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered alerts for out-of-range / high pacing impedance and out -of-range / high superior vena cava (svc) defibrillation coil impedance and a lead integrity alert (lia). A lead fracture was suspected. Reprogramming was completed and the alerts and detections were programmed "off." The patient complained that they still heard a ¿beep¿ in recent days, especially when they put a cell phone directly over their implantable cardioverter defibrillator (ICD) which may have caused a magnet response or electromagnetic interference (emi). The device and lead currently remain in use. No patient complications have been reported as a result of this event.